Event description:
It was reported that the surgeon was performing l2-l4 posterior fusion with uss dual opening. When connecting the rods, he could not get the nut to engage on the right l4 7.0 x 50mm do screw. The surgeon attempted to engage five uss do nuts but the threads had stripped at the top of the screw. The surgeon replaced the 7.0 x 50mm screw with a 8.0 x 50mm do screw and attempted 2 more sets of nuts and collars but the nuts would still not engage the threads on the screw. The surgeon stripped the threads on the 8.0 x 50mm screw and replaced it with another 8.0 x 50mm screw after the bending of the rod in situ. When the surgeon removed the screw it was noticed that the guide stick was bent, and still remains on the screw. The procedure was reportedly completed with no harm to patient. This is 3 of 12 reports for this complaint

Event description:
This is 3 of 12 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The product went to an engineer to be evaluated: the 388.612 is clearly bent at the internal threaded shaft. Attempting to apply a nut to the construct over this shaft could possibly lead to cross-threading of the nut on the screw as the axis is no longer aligned. It is not clear how or when the shaft was bent, but given the mis-alignment, cross-threading could occur which would be conducive to the difficulty experienced by the surgeon when attempting to place the nut. The materials were reviewed and are adequate for the devices intended use.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Product codes: mni, mnh, kmp, and kwq.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR review found no relevant issues that would result in this product complaint. There are deep scratches on the bottom, edges and minor scratches on the contour of the collar. This is not manufacture related. The raw material was verified with a niton gun and passed specifications. The device was measured and all relevant features conform to product specifications.